Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose with blood glucose of 475 mg/dl, the customer current blood glucose was 354 mg/dl. The drive support cap appears normal (slightly indented). The customer was treated with emergency room and admitted. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, error test and displacement test. Pump passed the dat test at 0.08740 inches. Unit received with cracked case at the battery tube threads. Unit received with minor scratched display window and case.